Event description:
The staff reported that the obturator broke when placed in the trocar on two different patients, with two different surgeons, in two different rooms for two different surgeries on the same day. It broke near the same spot in both cases. The staff were able to retrieve the item. They reported this as a recognized defect for this item. They did not feel that the break was related to surgical technique. Similar breakage has occurred in 5 other obturators.======================health professional's impression======================there appears to be a common area of stress and/or weakness in the obturator. Staff feels that the plastic is not holding up to repeated steam sterilizations. Reprocessing has been completed according to manufacturer's recommendations. We are planning a simulation to see if we can re-produce the defect to evaluate product and technique. ======================manufacturer response per site reporter======================the rep thought it might be related to the way we process the equipment. He was not onsite, nor had he seen the actual defect. Manufacturer is coming to our facility to evaluate breakage.======================health professional's impression======================there appears to be a common area of stress and/or weakness in the obturator. We are planning a simulation to see if we can re-produce the defect to evaluate product and technique.======================manufacturer response per site reporter======================the rep thought it might be related to the way we process the equipment. He was not onsite, nor had he seen the actual defect.